Manufacturer narrative:
(B)(4). Date of event: unknown day in (B)(6) 2020. Implant date: unknown day in (B)(6) 2020. Explant date: unknown day in (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right total hip arthroplasty approximately 2 years ago with normal postoperative recovery period. Subsequently, the patient was recently revised due to progressively worse pain and a clunking sensation in the hip. Patient gradually deteriorated to needing a cane and a walker. The revision surgery found the acetabular liner had failed. It was also noted that along the anterior superior rim, approximately 25 percent of the circumference of the liner had cracked and broken off and was floating freely. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following were updated: b4, b5, g4, h2, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.